Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the ophthalmic knife included measured 2.4 millimeters instead of the expected 2.2 millimeters. Procedure details and patient impact have not been provided. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Upon further review, it was confirmed that the issue was with the custom pack rather than the ophthalmic knives. This event, involving an incorrect knife packed in a custom pack, is not considered a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Therefore, no reports will be submitted under mfg report num 2523835-2025-01351. The manufacturer internal reference number is: (B)(4).